Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon made the decision to convert the case to open surgery due to poor/difficult access to the anatomy. No patient injury was reported. Intuitive surgical, inc. (Isi) followed up with the customer on 9-oct-2022 and obtained the following additional information: the customer confirmed the procedure was converted to open solely due to poor/difficult access to the patient anatomy due to unexpected extensive adhesions. The surgeon made the decision to convert at the beginning of the procedure. On initial inspection, the surgeon determined it was better to convert to open than to try to start the case robotic to avoid any injury to the patient. The patient tolerated the conversion with no injury. No post-operative complications were reported. The customer stated there was no malfunctions with the system. No video recording of the procedure is available for review.

Manufacturer narrative:
There was no allegation of a product malfunction. No site visit was conducted. The system was working properly and no additional action was required. No image or video clip for the reported event was submitted for review. A review of the system log was performed; however, the procedure could not be confirmed. As the procedure was converted at the start of the procedure, it is likely the procedure details are not documented. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the procedure.